Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and tvt-secur was implanted concurrently with lavh and bso. It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, recurrence, vaginal scarring and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.